Event description:
A caller reported a cartridge alarm 20 occurring with the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed consecutive cartridge alarms and arranged for a replacement pump to be sent. The customer was advised to use multiple daily injections (mdi) as a backup to ensure insulin delivery is not interrupted.